Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose (bg) level was 549 mg/dl. Cause for elevated bg was unknown. Customer administered a manual injection to address bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged elevated blood glucose level issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged wake button issue could not be verified.